Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with replace battery now alarm. The blood glucose was 6 to 7 mmol/l at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated there were not unattended alarms. This is the second occurrence of replace battery now without a low battery warning. Customer stated that, the pump rattles when they shake it. Customer states they did not see missing segments during the self-test. Customer states the self-test passed. Customer had replace battery yesterday and today already troubleshoot for this. The insulin pump will be returned for analysis.